Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic error. Patient harm is unknown.

Manufacturer narrative:
Corrected fields: b5, h6(health effect ¿ clinical codes, health effect ¿ impact codes ). Additional point of contact: name: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had tested the fiber optic module with tester numerous times and passed to the specifications. Then later the fse had examined the logs and observed fault 53 "continuous bit failed" and after that the fse could not duplicate the customer failure. The unit had passed all the functional and safety tests as per factory specifications and it was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic error.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a